Event description:
It was reported the device shut down at power up and self-test failed. There was no patient incident.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery release, battery drawer, and battery drawer o-ring were also found to be contaminated, the lcd lens adhesive was misaligned, the keyboard was scratched, and the lower case and lcd display was out of specification.